Event description:
The dhs one-step plate ans lag screw fused in the patient. Patient is osteoporotic and appeared to be falling into varus. Lag screw was cutting out superiorly. When the surgeon attempted to remove the construct, she was unable to disengage the plate from the lag screw. Device was implanted in 2002 and explanted 5 mos later.